Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and the reported lock line break. Additionally, a knot was observed on the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no other complaints from the lot. Based on the information reviewed, while the inability removing the lock line resulting in lock line break in attempts to remove the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 iatrogenic functional mitral regurgitation (mr) and chronic atrial fibrillation for a mitraclip procedure. One clip was implanted. It was decided to implant a second clip. It was noted that transseptal puncture was 4.6 cm. A combination of p knob, + knob, and m knob were used to steer down to the valve to lose height and stand the clip up in orientation to the valve plane. Pre-deployment establish final arm angle (efaa) was completed. The lock was confirmed to hold in echocardiogram and fluoroscopy. The lock lever cap was removed, the lock line was carefully unwound, removed the plastic covers from both ends, separated the ends, and gently flossed the lines independently. The lock line was slowly removed. After about 1 foot of the line was pulled, and one end tail was inside the clip delivery system (cds), the lock line became stuck and was met with resistance. The cap was placed back on the lock line to cycle the lock lever three times. The cap was removed and pulled more aggressively. Majority of the lock line was removed. Deployment efaa was performed to confirm that the lock was intact. The remainder of deployment was completed, after the lock was confirmed to hold, and there was zero changes observed on fluoroscopy and echocardiogram with regard to position of the clip or changes in mr. The clip as successfully deployed. When the cds was removed, there was approximately 1/2 cm of broken lock line protruding from the distal tip. The entire lock line was removed from the anatomy. The mr was reduced to grade 1. There were no adverse consequences to patient.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.